Event description:
During deployment of perclose device using "preclose" technique at right femoral access site, a misfire was noted. The misfired device was removed and inspected which revealed a missing posterior footplate. It is not clear if the posterior footplate was absent and is the cause of the misfire or more likely, the posterior footplate fractured and is retained in the subcutaneous tissue or intravascularly. Distal pulses and perfusion of the right lower extremity were normal. Two additional perclose devices were used successfully to "preclose".